Event description:
It was reported that the patient experienced recurrent low blood glucose while using the ilet, including an overnight glucose of 40 mg/dl that was treated with oral glucose, a portion of a muffin, and milk, after which glucose rose to 102 mg/dl; the patient and clinician suspected the ilet was delivering excess insulin, and the patient requested guidance on performing a factory reset. Symptoms included hypoglycemia and impaired hypoglycemia awareness. Outcomes included urgent low glucose alerts. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed that no specific device findings were available and that insufficient information was obtained to identify a device component issue or confirm a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.